Event description:
Double lumen broviac with second port used for medications adminis. Carrier solution to keep port open with intermittent medications administered via medfusion pump. Medication amount was programmed. Later noted to have infused greater than the desired amount. Not sure if pump at issue or if user error.